Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. At that time, the patient's blood glucose level was at 66 mg/dl. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.